Manufacturer narrative:
Continuation of d10: product ID ev240163 lead implanted: (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that five days post-implant, a superficial wound infection was observed. It was noted that the sternal wound was not fully closed. The granulate tissue in the middle of the wound was slightly erythematous and warm. Antibiotics are scheduled to be administered. The extravascular implantable cardioverter defibrillator (ev-ICD) system remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received oral antibiotics.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.